Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-jan-2022.

Event description:
Additional information was received regarding the issues reported by the user facility (the image was poor, the device had been immersed in water without a cap, and there were issues with angulation): the reported issues occurred during reprocessing of the subject device. There was patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility regarding the reported issues.

Manufacturer narrative:
Foreign material was found in the nozzle of the device. The foreign material was reportedly similar to yellow dirt. Service was not able to remove the foreign material from the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, it is likely the nozzle was clogged with foreign matter such as body fluid / drug deposits due to the device not being reprocessed adequately after the previous case. Per the device's instructions for use (IFU), the user can properly detect the event (foreign material): "inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities." The IFU provides the following warning: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." The IFU provides the following caution: "to prevent clogging of the air/water nozzle, always use the aw [air/water] channel cleaning adapter to clean the air/water channel after each use." Per the device's reprocessing manual, the user may be able to reduce or prevent the occurrence of foreign material: pre-clean immediately after use in the case. There is a possibility that a piece of biological tissue derived from the patient will stick and cannot be completely removed by the reprocess. During pre-cleaning, water is sent to the air supply / water supply channel to remove clogging. Clean the outer surface of the scope using clean gauze / sponge, being careful not to leave any debris in the nozzle opening. If it is heavily soiled or if cleaning is not possible immediately after each case, soak the scope in a cleaning agent before manual cleaning the device evaluation confirmed reduced angulation due to stretched angles wires; however, the poor image issue and water issue were not confirmed. In addition. Service identified the following issues: the nozzle was deformed and had yellow stains at the tip. There was protein stuck to the adhesive rubber. The objective lens was chipped. The image display had black dots due to damage to the charge-coupled device unit. The scope identification cable and the electrical connector showed corrosion. The light guide bundle was broken. Several of the device components were scratched, dented, damaged, deformed, and dirty. There was insufficient air and water delivery, drainage failure, suction failure, and insulation failure. The water supply connector was loose. The angle wire was worn, and the up/down/right bending angles did not meet specification. The bending tube was deformed, and therefore, the play of the up/down knob was out of specification.

Event description:
The user facility reported to olympus that the gastrointestinal videoscope image was poor, the device had been immersed in water without a cap, and there were issues with the angulation ability. The scope was returned to an olympus service center for evaluation. During the evaluation, service observed foreign material in the nozzle. This report is being submitted for the reportable malfunction of the foreign material found in the nozzle. There was no report of patient or user harm. Additional information was requested, but has not been received to-date.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During the device evaluation, service found the endoscopic image was blurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to following: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual; inspection of the endoscopic system. Operation manual; important information ¿ please read before use. Warnings and cautions: olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.